Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 109 mg/dl at the time of the incident. The customer was assisted with trouble shooting and pump was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.